Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged low glucose after a breakfast meal announcement, with a continuous glucose value around 66 mg/dl for approximately three hours and a confirmatory fingerstick of 47 mg/dl; the patient self-treated with oral glucose tablets and continued close monitoring. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities due to the hypoglycemic episode. Investigation included complaint handling and user troubleshooting with education. Investigation of this case revealed user-reported hypoglycemia following a meal despite an announced meal and subsequent self-treatment that stabilized glucose. It was concluded that hypoglycemia occurred with cause unclear in relation to device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.